Event description:
It was reported when the catheter was connected to the extension tubes supplied with the catheter, no "click" sound was heard and detachment occurred just with a gentle pull. Spare separately-packaged extension tubes were immediately used to complete catheter placement. The personnel performing the catheter placement notified us that there was no human operating errors. Three devices were returned. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a poor connection in a groshong nxt connector is confirmed and was determined to be manufacturing related. Three 4 fr two-piece groshong nxt connectors were returned for evaluation. An initial visual observation showed a small amount of use residue on the returned samples. The connectors were returned assembled. A microscopic observation revealed a gap between one locking arm of each proximal connector piece and the catch slot of its respective distal connector piece. An attempt was made to disassemble the connectors and they were each found to be able to be pulled apart by hand with relative ease. The distance between the locking arms of the proximal connector pieces was measured and each was found to be too wide and out of specification. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. A lot history review (lhr) of (B)(6) showed four other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2403 showed (B)(4) other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(4). Device not returned for evaluation.

Event description:
It was reported when the catheter was connected to the extension tubes supplied with the catheter, no "click" sound was heard and detachment occurred just with a gentle pull. Spare separately-packaged extension tubes were immediately used to complete catheter placement. The personnel performing the catheter placement notified us that there was no human operating errors.